Manufacturer narrative:
Product analysis(B)(4) : on (B)(6) 2024 19:31:00 cdt webmremotews sfdcmnav product analysis task update continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot : a manufacturer representative (rep) went to the site to test the imaging system. It was reported that there was accurate navigation on the imaging system. The system passed system checkout. No components were replaced as the hand switch is functioning properly. System returned to service. The codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was not initially allowing to expose the patient. After swapping out the handswitch for the footswitch, the issue resolved and the site proceeded without further issue. There was less than an hour delay in surgery. There was no impact on patient outcome.